Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow up the patient experienced phrenic nerve stimulation during rv threshold testing. The patient also reported having felt the nerve stimulation in the past. X-ray revealed no anomalies. All electrical parameters were in range. The device will be monitored.